Event description:
The article: "xen-related aqueous misdirection: case report," poster abstracts. Clin experiment ophthalmol, 49: 873-977, noted a patient presented post-operative day 2 experiencing headache, blurred vision, an iop of 56 mmhg, small hyphema, and a diffusely shallow anterior chamber in the right eye. Medications including atropine were provided but intraocular pressure (iop) remained high. A laser peripheral iridotomy was attempted, but unsuccessful due to patient pain. Instead, a pars-plana vitrectomy and zonulohyloidectomy were performed. Surgery was complicated by an intense inflammatory reaction raising concerns of endophthalmitis. An intracameral tissue plasminogen activator was provided to reduce fibrin formation and subsequently iop was controlled.

Manufacturer narrative:
Clarification of race: (B)(6). Article citation: "xen-related aqueous misdirection: case report," poster abstracts. 2021. Clin experiment ophthalmol, 49: 873-977. Https://doi.org/10.1111/ceo.14014. The reported events of "malignant glaucoma and high intraocular pressure" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Multiple requests for further information have been made. Allergan has received no response from the authors.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6., d.4., d.6a., h.6.

Event description:
Hcp additionally reported patient experienced the events 2-days post-op. Patient was treated with oral diamox, intravitreal vancomycin/ceftazidime, lumigan, combigan, and saflutan. 5-days post-op, vitrectomy, iridotomy, ac washout, posterior capulsolotomy were performed. Events resolved.